Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Note: the patient received two extensions from the same lot number. It was reported the patient lost stimulation therapy. Diagnostic testing revealed some contacts had high impedance values. One of the patient's extensions was explanted and replaced. Follow-up revealed the patient receives effective stimulation.